Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports. This is an additional finding unrelated to the reported event. The most likely root cause of the observed contamination event can be attributed to handling of the device. Functional testing revealed that the controller was unable to communicate with external batteries on the power ports. Functional testing also revealed that the front panel battery capacity indicators did not illuminate and the controller triggered controller resets, critical battery alarms, and power disconnect alarms, resulting in an inability to properly communicate with the test monitor which prevented the download of log files. However, the controller was still able to receive power from power sources. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger controller reset events, critical battery alarms, and power disconnect alarms. The damaged integrated circuit is also connected to the real time clock circuit and likely caused the date and time stamp to remain frozen. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the alarm log file revealed multiple critical battery alarms logged with a battery rsoc value of 101% logged and serial number ID, or cycle count. Review of the event log file revealed multiple controller power up with associated motor start events with an incorrect date and time stamp. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. Several controller power up events and vad disconnect alarms were logged with an incorrect time/date stamp, likely during a controller exchange and/or troubleshooting of the controller. As a result, the reported event was confirmed. He most likely root cause of the reported inability of the controller to recognize the batteries, power disconnect alarms, observed critical battery alarms, observed controller resets, observed display error, and observed real time clock issue events can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller did not recognize power sources on the right side, and the controller exhibited a power disconnect alarm. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.